Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The alarm issue was verified in the logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred subsequently, a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy.